Manufacturer narrative:
(B)(4). The device was not returned for analysis. The batch number is unknown and the manufacturing records for the complaint device could not be reviewed. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that catheter removal difficulties were encountered and shaft break occurred. The target lesion was located in a coronary artery. A 2.00mm x 8mm emerge¿ balloon catheter was advanced through a 6fr guide catheter to trap the guide wire and remove a non-bsc microcatheter. The balloon was inflated at 3 atmospheres; however, upon deflation, the balloon and non-bsc microcatheter became stuck within the guide catheter. The physician pulled very hard on the device and the balloon shaft broke. Subsequently, the guide catheter, guide wire, emerge¿ balloon catheter, and the non-bsc microcatheter were removed from the patient's body together. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.